Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR number: 1225714-2013-03020.

Event description:
The plaintiff's attorney alleged that the decedent experienced metabolic alkalosis, arrhythmia, hypotension, hypokalemia, pain, cardiac arrest and subsequently expired on (B)(6) 2011, after the use of the product.